Event description:
In 2005, a vitamin b12 value of 184 pg/ml was reported on a pt. The pt was drawn again and the b12 result was 604 pg/ml. The first result of 184 was later determined to be falsely low.